Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 1 month following the implant of this transcatheter bioprosthetic aortic valve structural valve deterioration was identified. This was specific to an increase in the mean gradient =10 millimeters of mercury (mm hg) from the first echocardiogram after the index implant procedure and a mean gradient of =20 mmhg. Patient symptoms were not reported. A revision procedure was required. The simultaneous invasive pressures peak and mean pressure gradients with the medtronic valve measured 50 and 42, respectively. A left ventricular end diastolic pressure (lvedp) measured 5. The blood pressure was reported as 93/34 millimeters of mercury (mm hg). A 26 mm non-medtronic valve was successfully implanted valve-in-valve via the reported axillary/subclavian access. The simultaneous invasive pressures peak and mean pressure gradients with the non-medtronic valve measured 4 and 10, respectively. None to trivial aortic regurgitation of the non-medtronic valve was reported.